Event description:
It was reported that the patient was having trouble charging the ipg. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. Tha patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.